Manufacturer narrative:
Attempts to obtain additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD), this pacemaker reverted to safety mode. No adverse patient effects were reported.